Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that someone stole the patient's copper ground rods from her home which caused issues with her pump. The caller stated that after the rods were stolen she started getting shocked by the washer and dryer. It was reported that the patient started feeling like she was being drugged all the time and that she was "falling out". It was noted that when the patient would leave the house she would feel better. The caller stated that the issues went on for a couple of weeks and that sometime in (B)(6) or (B)(6) of 2018 something happened with her pump and the patient's eyes rolled back in her head and she went out for a second. It was reported that the pump was over dosing her because the house was not grounded. A volume discrepancy was reported; the actual reservoir volume was 5 ml and the expected volume was 20 ml. It was reported that once new grounding rods were put in everything was corrected. No further complications have been reported as a result of this event.